Event description:
From (B)(6) 2024, I have had 4 defected sensors. I contacted abbott and sent all 4 back at different times and to date have not received 4 replacements. Therefore, I have stopped using the sensors and have gone back to the glucose monitor with finger sticks. This is due to the lack of cooperation from the company. Reference report: mw5157822, mw5157823, mw5157824.